Event description:
The pt arrived in w/c with assist to the extracorporeal photophoresis (ecp) infusion. Approximately twenty minutes into the ecp treatment, the ultraviolet-a (uva)irradiation (uvar) system alarmed as an occlusion system alarm. The machine was reset two times and then a 50cc normal saline bolus was given. The system alarmed several more times as the treatment was started again on cycle one. Therakos technical support was notified. Another normal saline bolus was given through the uvar system machine. The alarming continued and therakos instructed the nurse to end the first cycle and restart again. The blood was returned to the patient without any difficulty. There were no clots noted at this time. Cycle one was restarted and flowing at 22-24 ml/min. Approximately ten minutes into the cycle, the occlusion system alarm occurred. At this time the rn notified the rep at therakos and was instructed to end the treatment. A visual inspection by the rn and another rn in ecp noted no clots in the flm.